Event description:
After inserting foldable lens into the eye, the surgeon stated that the lens loader tore a tiny piece of intraocular lens (on the edge of intraocular lens). The lens was left in the eye and the surgery was completed.